Event description:
It was reported that during a ptca procedure, deflation difficulties were encountered. The lesion being treated was located in the first om. The maverick2 monorail was inflated once to 8 atms.the physician was unable to deflate the balloon. The physician attempted several times to deflate the balloon and was able to partially deflate with a syringe for removal. A 6f daig introducer sheath, a bmw guide wire and a wiseguide guide catheter were also used in the procedure. Pt status is listed as "okay."

Manufacturer narrative:
The device has not been returned for analysis as of this date.